Event description:
I had right inguinal hernia repair surgery performed on (B)(6) 2010. Dr. (B)(6) put atrium medical's pro loop hernia mesh and plug inside me. I am in ever increasing pain! The ref: 30900, lot: 10610950. More from the proloop mesh label from my medical report (B)(6), small, upc: (B)(4). As of (B)(6) 2017, I have not been able to find any qualified surgeon to remove this mesh. It is poison! Thank you! I have had since the first two days after surgery: (B)(6) 2010, at (B)(6) medical center. I hade a large open area bleeding by surgery site. An e.r. Doctor came in and took a huge cotton like swap and dug the blood clot out. It hurt so bad! Then after that I have several medical records from CT's, MRI's x-rays, blood work, ultrasounds, etc. I have been to two different pain doctors, (nothing helped), from narcotics, to injections. Still in severe pain and cannot work! Please recall this mesh!